Event description:
The medical surveillance specialist (mss) has reviewed the customer service representative (csr) documentation. On (B)(6) 2010, the lay-user/pt contacted lifescan (lfs) alleging a black marks display issue with a one touch ping meter. As a result of the alleged issue, the pt claimed that he developed a symptom of having a twitching and hyperactive left eye. The pt denied that he received any treatment because of the alleged issue. The meter was replaced. Based on the info provided, this complaint is being reported due to the unresolved black marks display issue. There is no evidence, however, that the pt suffered a serious injury because of the alleged issue. The pt's reported symptom does not meet lifescan's criteria for a serious injury. The pt also denied receiving treatment as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.